Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. Additionally, there was contamination on the battery board pca and the q1 transistor was internally shorted on the bedside board. The shorted transistor was caused by the contamination. The root cause for the defective power supply brick could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a charger would not power on.